Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported events of noise, p-wave amplitude variation, high capture threshold, and varying pacing impedance were not confirmed. Final analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead exhibited noise, p-wave amplitude variation, high capture threshold, and varying pacing impedance. The physician attempted to reposition several times but could not find acceptable values. It was also noted that the helix was unable to extend or retract properly. The physician removed and replaced the lead. There were no patient consequences.